Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in the kit is confirmed; however, the exact cause is unknown. Two photographs of kit packaging and a kit tray were returned for evaluation. Visual observation of the second photograph shows the corner of a kit tray with a small dark unknown material. No damage or use residue can be discerned from the photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of the source of the unidentified material. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6) 2025, a patient required catheter placement for chemotherapy. Prior to insertion, the packaging was opened and a grayish-white particle was discovered inside. The product was immediately replaced with a new package.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.